Event description:
It was reported that during the implant procedure the right ventricular (rv) lead perforated the right ventricle and a tamponade occurred. It was noted that there had been difficulty placing the lead due to the patient¿s anatomy. A pericardiocentesis was performed and the rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.